Event description:
It was reported that a proactive test purchase from the seller (hashir traders) that is conducted by gbp as part of proactive investigations in pakistan. It was reported from the analysis of a photo that the product was a confirmed counterfeit. No patient is involved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/11/2026 h6 component code: g07002 - confirmed counterfeit h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ please provide the lot number. ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? ¿ was the device used on a patient? If so, was there any patient consequence? ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Lot information: the distribution/traceability report did not find any records for product code: pms3 lot number: hmw913 h3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a sales unit box with product name malla prolene small 6cm x 11cm product code pms3 , lot #hmw913. As the device was not returned, an analysis investigation could not be performed. The package has multiple discrepancies in the information that do not match the original packaging for ethicon sutures. Discrepancy found in product: the batch number, hmw913, which appears in the samples has never been printed or scheduled in our systems -please note that the ce marking on the samples shows ce 0086, ec 2797 -along with the product code indicating pms3, however, the ccn sets xcpmm3.s30 and not xcpms3.s30 -the barcode content is also not correct - scanned by j&j staff and read c1*+$$0326hmw913hx* -the expiration format is not correct UDI with dd. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.